Event description:
It was reported that sometimes the premix cassette doesn't work so they end up using another premix cassette or doing a self-mix using the emergency kit. Patient reported doing this 3 times so far. Patient doesn't have the lot number to provide currently. The cassette is not available for investigation. No side effects or adverse events reported. No interruption in treatment reported. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.